Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient has had drug reactions from the trial. The patient had to get off the medicine and the patient also experienced diarrhea. The patient had to have the trial taken out because of a spinal headache. The patient received medicine for the spinal headache from the stimulator trial and the patient had reaction to vicodin. The patient also experienced burning of skin, trouble swallowing and swelling (anaphylatic reaction). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).